Event description:
It was reproted that the catheter broke during surgery.

Manufacturer narrative:
The catheter was returned in two pieces. The broken edge between the two segments is partially smooth, and partially jagged, indicating that the tubing was cut, and then torn apart. The instructions for use that accompanies our catheters caution that care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears. There were no other noted anomalies. A review of the manufacturing records showed no anomalies.